Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that the console fell to the floor in prep for patient use. The automated impella controller was being moved from storage for patient use. Afterwards the display was "grainy". Instructions for use will be followed and a different/backup console was used for patient support.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: added code g02014. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was returned for analysis data analysis: console logs from the reported day of event did not contain any information relevant to the reported issue. Device analysis: console was inspected and there were no signs of mechanical damage or impact on the aic housing. Console was powered on, and the screen operated within specification, as there were no defects or distortion on the aic screen. Reported issue was not confirmed.